Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was hospitalized for a lead revision due to suspected product dislodgement and loss of capture. The lead was confirmed dislodged via fluoroscopy; however it was not successfully repositioned during the revision and consequently was explanted. The explanted lead is not intended to be returned and replacement was reported successful with another non-boston scientific product. No resulting adverse patient effects were reported.